Event description:
It was reported that the patient alert had triggered due to superior vena cava (svc) right ventricular (rv) lead impedance greater than 200 ohms. It was noted that the svc coil had been programmed off at the previous follow-up and the patient alert was not turned off. The lead will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).